Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jan2019. (B)(4). Reporter phone number not provided. The philips field service engineer (fse) evaluated the device. The reported condition was verified. The motor controller (mc) printed circuit board assembly (pcba) speaker lead was disconnected. The fse refitted the speaker lead. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator generated an error message. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.